Manufacturer narrative:
Correction report is being filed to correct field h6: impact codes.

Event description:
It was reported in a journal article that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system in (B)(6) 2017 due to idiopathic ventricular fibrillation (vf). During follow-up over the subsequent four years, lead noise was detected in the primary sensing vector. Fluoroscopic evaluation and provocation testing did not identify evidence of lead fracture. The patient subsequently experienced two inappropriate shocks associated with t-wave oversensing. Repeat sensing evaluations demonstrated limited acceptable sensing vector options. The decision was made to explant the s-ICD system and implant with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported in a journal article that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system in 2017 due to idiopathic ventricular fibrillation (vf). During follow-up over the subsequent four years, lead noise was detected in the primary sensing vector. Fluoroscopic evaluation and provocation testing did not identify evidence of lead fracture. The patient subsequently experienced two inappropriate shocks associated with t-wave oversensing. Repeat sensing evaluations demonstrated limited acceptable sensing vector options. The decision was made to explant the s-ICD system and implant with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.